Event description:
Philips received a complaint on intellivue mx450 patient monitor indicating that in the monitor the perimeters for blood pressure changed incorrectly between neo and adult profiles. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
The issue has been escalated to a product support engineer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.